Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). Reportedly, the cause was unknown, however customer reportedly consumes a lot of carbohydrates. Additionally, customer is using lispro for insulin therapy, which is not approved for use per tandem labeling. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.